Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device reached recommended replacement time less than five years after implant and there was possible early battery depletion. It was noted that the pacing parameters have remained stable. The device will be replaced. No patient complications have been reported as a result of this event.